Event description:
The evaluation of the returned stent particles revealed that they appeared to be of correct configuration and color. The particles could not be sterilized due to their minute size and therefore further examination was not possible. The performance of the stent may have been compromised if the stent was placed in a stricture, which was too narrow. It is not possible to determine a mode of failure or to initiate a corrective action.